Manufacturer narrative:
(B)(4). This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted due to additional information being received on 26 apr 2016. The device manufacturing records for the cormet head were retrieved and reviewed. The explanted devices have not been returned to corin (B)(4) for examination, therefore, at this time we cannot determine whether the corin devices caused or contributed to the patients experience. Corin now considers this case closed, however, should any new information be provided this case can be re-opened for further investigation.

Event description:
Cormet revision due to the patient experiencing pain and hypertension in his left hip, especially in the groin area.